Event description:
It was reported that the patient's atrial lead showed a decrease to low impedance. When the lead was in unipolar, it created muscle stimulation near the device pocket. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.